Event description:
It was reported that the customer had low blood glucose of 23mg/dl. The paramedics were called and treated his low blood glucose with an insulin drip. Troubleshooting was performed. The reservoir is showing the same amount of insulin as shown on the status screen. The caller stated that the insulin pump was not exposed to an MRI. The displacement test was performed and passed. Advised the caller to contact his health care provider regarding the low blood glucose and call back if issues persist. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.